Event description:
It was reported that a patient had slipped, fell, and broke their transfer set apart and lost fluid from the broken transfer set. This occurred during drain three of peritoneal dialysis on a homechoice. The patient then ended therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.